Event description:
It was reported that during a remote follow up, r-wave amplitude variation was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the rv lead was capped and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.